Manufacturer narrative:
Concomitant medical products: exact date unknown, event occurred four years ago. Implant date: 2017.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.